Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to below the grip pad. There was evidence of moisture observed in the battery compartment. The battery cap was not able to attach fully due to the battery compartment crack; however there was no power loss during testing. Leak testing failed due to the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).